Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to a vibrational alert and a merlin@home notification. Upon device interrogation, there was an increased pacing lead impedance (pli) noted on the right ventricular (rv) lead. The lead was capped and replaced and the patient was stable with no consequences.